Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulties removing the lock line and the clip jumping. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed at the central part of the valve. During deployment, resistance was met removing the lock line (ll). When approximately 30cm of the ll was removed, it was noted the clip jumped open about 45 degrees. Although the clip opened, the leaflets were still attached. The clip was closed again by turning the arm positioner in the close direction, and the clip was completely deployed, reducing the mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, a definitive cause for the physical resistance (lock line) that likely resulted in difficult to pen or close (clip jumpiness) and unintended movement (clip open-locked) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.